Event description:
It was reported by the user facility, that the powerload no longer facilitated loading the cot into the ambulance. The user facility contacted their stryker technician who instructed them to take the unit out of use until it could be evaluated. The user facility stated, that they continued to use the unit before it was evaluated, disregarding stryker¿s recommendation. While transporting a patient in critical condition. They were not able to load the patient into the ambulance, due to the malfunction. A different transport was called. However, it was reported, the patient did not survive as a result of this delay. The customer was unable to provide any further information regarding the patient¿s original condition.

Manufacturer narrative:
It was originally reported, the powerload had a loss of electric function, but after evaluation. It was determined, the powerload no longer facilitated loading the cot into the ambulance. B5 and h codes have been updated accordingly. The customer was unable to provide any further information regarding the patient's original condition.

Manufacturer narrative:
Stryker's product manual provides detailed instructions to manually unload the cot should there be a loss of electric function or system error.

Event description:
It was reported by the user facility that the powerload had intermittent loss of electronic functionality. The user facility contacted their stryker technician who instructed them to take the unit out of use until it could be evaluated. The user facility stated that they continued to use the unit before it was evaluated, disregarding stryker's recommendation. While transporting a patient in critical condition they were not able to unload the patient from the fastener. A different transport was called; however, it was reported that the patient did not survive as a result of this delay. Upon further investigation it was identified that the manual function of the device was operational and that the transporters had been trained on how to use this function; however, they did not remember how to operate the unit manually at the time of the event.